Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Deformation of the device was noted; however, a conclusive root cause for the event could not be determined. Corrective action has been initiated to address the reported issue.

Event description:
It was reported that patient during a total hip arthroplasty, a liner would not seat into the cup. Another liner was used to complete the procedure.